Event description:
It was reported that the patient experienced autoreducing. Diagnostics indicated high impedances and twisted leads. Furthermore, the patient experienced pain at the ipg site due to the ipg flipping in the pocket. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.